Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low and high blood glucose levels. Customer's blood glucose level was 537 mg/dl. She had frequent urination, was irritable, and feeling nauseous. The customer treated her high blood glucose level with a manual injection. The site was irritated from the adhesive. The infusion set had a bent cannula. The insulin pump alarmed no delivery. The customer's blood glucose level also dropped to 21 mg/dl. She treated her low blood glucose level with food. The drive support cap was loose. The reservoir was showing more insulin than what was shown on the status screen. The insulin pump was exposed to a x-ray. The high pressure and displacement test passed. The insulin pump clicked when it was pushing insulin through. During the day the customer heard the insulin pump hum. The insulin pump had some scratches. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.